Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The device was received fully deployed. Upon removal of the top housing, evidence of fluid stains were observed on the mechanism rails and commutator cap. All three battery voltages measured lower than expected and the pod data was unable to be retrieved. Due to the observed data loss, the presence of a hazard alarm could not be confirmed. During investigation, fluid was observed to leak from a tear in the unexposed portion of the soft cannula, resulting in the fluid stains on the mechanism rails and commutator cap. The internal tear and subsequent fluid leak can be confirmed as the root cause of the data loss and insufficient battery voltages. It could not be determined if the internal cannula tear and subsequent fluid leak contributed to the reported hazard alarm due to the observed data loss.

Manufacturer narrative:
The device was received fully deployed. Upon removal of the top housing, evidence of fluid stains were observed on the mechanism rails and commutator cap. All three battery voltages measured lower than expected and the pod data was unable to be retrieved. Due to the observed data loss, the presence of a hazard alarm could not be confirmed. During investigation, fluid was observed to leak from a tear in the unexposed portion of the soft cannula, resulting in the fluid stains on the mechanism rails and commutator cap. The internal tear and subsequent fluid leak can be confirmed as the root cause of the data loss and insufficient battery voltages. It could not be determined if the internal cannula tear and subsequent fluid leak contributed to the reported hazard alarm due to the observed data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.